Event description:
The customer reported to olympus, the angulation of the evis lucera gastrointestinal videoscope was loose. The device was returned and an evaluation at the repair center revealed, the nozzle was clogged with foreign materials. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip, crack and white clouded area. Electrical connector had corrosion due to water leakage. Adhesives around objective lens and light guide lens had white-clouded area. Light guide lens had a crack. The distal end cover had a dent. Suction cylinder was shaved. The investigation is ongoing. Follow up in progress to obtain additional information from customer regarding presence of foreign material in the nozzle. A supplemental will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information received regarding foreign matter questionnaire. Please see updates to h10. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is. It was unknown if there was a delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. It was unknown if the endoscope was immersed in detergent solution. It was unknown if the air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent solution. The facility uses oer-4 reprocessor. The device was washed sequentially. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is providedby user facility.